Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose levels (254 mg/dl). Elevated blood glucose (bg) levels were treated by administering a manual injection. System check was performed with tandem technical support, and pump performed as intended. Tandem technical support discussed factors that could cause high bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.